Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pauses in pacing of less than two seconds, and loss of capture. Technical services (ts) recommended programming changes and to check lead in clinic with isometric pocket manipulations. This lead remains in service. No adverse patient effects were reported.